Event description:
As reported by the user facility bbm sales organization in south africa: "chemo leakage" according to the customer: "the patient returned to the oncology unit complaining that his easypump was leaking. The leak occurred where the line comes out of the white cap. The patient was not harmed but he did not get his full chemo treatment."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Leakage at triangle tube to step down tube connection has been confirmed. The following root causes have been identified: 1. Operational error during triangle tube- step down tube assembly - insufficient dipping length. 2. Wide distribution of inner diameter (ID) of step-down tube from the extrusion process 3. Partial blockage of cyclohexanone path in the gluing core of single wetting device (swd). 4. Disturbed glued connection during lean line process due to improper staging time. 5. In-ergonomic of the workstation of assembly triangle tube 90cm to pump process. 6. Insufficient cyclohexanone inside solvent bottle. Device history record (DHR): reviewed the DHR for batch 22b28ged91, there is no abnormality and no such defect detected at in process and at final control inspection. To avoid recurrence of this fault, corrective measure already has been initiated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.